Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth, weight and ethnicity/race were not provided for reporting. (B)(6). This report is for unknown unspecified band-aid. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that she used an unspecified band-aid 4 years ago and it took off skin. Consumer was hospitalized for 5 days after the band-aid had pulled off her skin. Consumer was not able to provide any additional information. Indication the event has resolved.